Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of communication fault alarms was confirmed based on the evaluation of the log files, a specific cause for the reported events could not be determined through the evaluation of the returned pump. Photographs were submitted that confirmed damage to the pump cable near the exit site, however, only approximately 14.5" of the pump cable was returned for analysis. A potential wire compromise that would have contributed to the confirmed communication fault alarms could not be identified along the returned portion of the pump cable. The submitted controller event log file contained data on (B)(6)2019 from 12:18:49 pm through 12:25:46 pm. The log file captured a constant driveline communication fault alarm associated with comm a and comm b faults. It was noted that there were several intermittent ¿loss of lvad command¿ faults, indicating that there was a total loss of communication between the pump and the controller. Although there was a communication loss between the pump and the controller, the system still had power and continued to operate as intended throughout the file. (B)(6) was returned assembled with the pump cable severed approximately 14.5" from the pump housing. The remainder of the pump cable and the modular cable were not returned. The outflow graft clip was present around the hardware of the sealed outflow graft assembly. The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief disengaged from the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Visual inspection of the blood-contacting surfaces of the returned device revealed no evidence of depositions or thrombus formations that would have contributed to a functional or flow issue. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The pump was cleaned and reassembled. Visual inspection of the returned portion of the pump cable found it to be unremarkable with no areas of damage. The braided armor layer underneath the polyurethane jacket appeared unremarkable. The pump header and pump cable bend relief appeared unremarkable. Continuity testing of the returned pump cable segment did not reveal any discontinuities or shorts. The lvad event and periodic log files were retrieved from the returned device. The lvad event log file captured multiple scia events, which indicates a problem with the communication on the com a line. The periodic log file captured both a scia and scib event. A scib event indicates a problem with both the communication on the com b line. Although these events were observed, the system appeared to function as intended with stable pump parameters prior to the transplant procedure on (B)(6)2019. The pump was then placed on a mock circulatory loop with a test modular cable for an extended period of time. No communication fault alarms were observed on the system controller and system monitor, even with manipulation of the cable. Additional functional testing was performed on the mock circulatory loop and the device operated as intended and in accordance with manufacturing specifications. The evaluation of the returned pump did not reveal a device-related issue that would have contributed to the reported communication fault alarms. There were also incidental findings during the investigation. Evaluation of the pump revealed that the pump was returned with the outflow graft bend relief disconnected from the graft attachment. A specific cause for the observed disconnection and the duration that the outflow graft attachment was disconnected could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU provides proper orientation of the lvad. The inflow cannula is placed utilizing left ventricle (lv) apical cannulation with the pump placed within the pericardial space between the ventricular apex and the diaphragm. It also contains information on "preparing the sealed outflow graft" and "de-airing the pump". This section explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Next, this section of the IFU instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 also cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The IFU instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). This section also provides information on how to clean their driveline properly. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, explain all alarms, including driveline communication fault alarms and driveline power fault alarms, and the proper actions to take if the alarms cannot be resolved. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and what actions to take in the event one occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with communication fault and driveline comm fault alarms. There was a tear found in the driveline. There were no other signs or symptoms. During log file analysis, multiple communication a and b faults were observed. It was recommended to exchange the system controller and modular cable. The controller and modular cable exchange did not resolve the alarms. The cut in the driveline was taped. The patient underwent a heart transplant on (B)(6)2019 and the pump was explanted. No further information was provided.